Manufacturer narrative:
Summary of evaluation: hardness test suggest the nail meets material specs. No material flaws could be detected. The correct strength of material and features of the fracture suggests the nail broke due to material fatigue.

Event description:
Device broke 2 yrs post-op. The device was extracted. There was no adverse consequence for the pt or delay in surgery or anesthesia time.